Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated glucose readings while using the ilet with a g7 sensor and a 23-inch, 6 mm infusion set, with no reported leaks, no alarms indicating interrupted insulin delivery, and no confirmatory fingerstick performed. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with an infusion set change, after which glucose decreased from 400 to 360 and was trending down, with no hospitalization. Investigation included customer support review of device status and guided infusion set replacement. Investigation of this case revealed no device alarms or confirmed delivery interruption, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.